Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported that a surgeon was unable to manipulate the positioning of an impella 5.5 pump following a scheduled coronary artery bypass grafting (CABG) procedure. It was documented that despite pressing the catheter lock button, the surgeon was unable to shallow the catheter. After multiple unsuccessful attempts, the surgeon cut the heavy ties attached to the blue suture hub and graft which allowed for manipulation of the catheter. There was no patient harm.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the positioning issue could not be determined. Corrections to the initial MFR report:g1 MDR reporting contact email